Manufacturer narrative:
H.6. Investigation summary: no samples were returned as of 19 december 2019, therefore, the investigation was performed based on the photos provided. Customer provided two photos of a 0.5ml bd safetyglide insulin syringe. Customer reported broken syringe. After reviewing both of the photos provided, it was observed that the syringe exhibited a broken barrel. A review of the device history record was completed for batch# 8295622. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received (broken barrel). As per investigation completed by manufacturing, "on 19dec2019, holdrege received a photo of (1) 0.5ml 30ga tw 8mm bd safety glide insulin syringe from material 305934, batch 8295622. A review of the photo found a syringe with a broken barrel from the zero line to the 20-scale unit marking. The safety mechanism is still intact to the barrel. The barrel is not bowed nor does the barrel and/or plunger display any damage. From this visual inspection the damage may have occurred at the printer operation. Process: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: none/cannot be determined investigation: ¿ a visual inspection is performed every half hour for print and barrel component defects. ¿ no documented failures (cracked barrels) at the inspection dial ¿ no documented failures (cracked barrels) at the inhabit gate. ¿ no documented failures (cracked barrels) at the infeed dial transition. ¿ no documented failures (cracked barrels) at the transfer dial to oven or dial oven. ¿ there are no l2l dispatches, logbook entries or notifications for missing components from the time that this batch was produced CAPA pr1187550 was opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that the syringe was broken with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: broken syringe.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the syringe was broken with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: broken syringe.